Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 454 mg/dl. The customer was admitted to the hospital for a high bg level and diabetic ketoacisodsis. The customer had been stung by a scorpion earlier that day and the doctor was not sure if that would have impacted the bg level. The customer was treated with intravenous insulin and was to be discharged the next day. Although requested, additional information was not provided.